Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient passed out due high readings from dexcom. The patient couldn't remember the actual reading at that time since the patient already passed out. It was not specified whether a bg was checked for the entire episode. The wife called 911. The patient was provided an EKG and glucose bags at the of event. The patient was asked if wanted to go to the hospital; however, the patient refuse. The patient could not recall other information about the event. The patient was fine and ok at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.